Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. The device history report is in process. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
It was reported that an unknown thin plastic-like material was found inside the fluid path of the IV tubing before use. There were no patient complications reported.

Manufacturer narrative:
Received one single dpt-vamp plus kit with IV set and pressure tubing. A review of the manufacturing records indicated that the product met specification at the time of release. Priming solution was visible in IV set. As received into lab, several salt like materials were observed inside IV tube at the area from approximately 40 to 51 cm distal from drip chamber. No visible particulates were observed near white adhesive tape which customer taped on IV tube. Further examination: clear priming solution was visible in the IV set. There was no particulate at the areas of IV tubing near the white tape, approximately 8 cm distal from drip chamber, and 40 to 51 cm section. Kit was continuously flushing with ro water through a black filter paper to look for particulate. No particulate was found on the filter paper.